Event description:
This lead was explanted and replaced due to loss of capture and dislodgement. Upon explant, the physician noted that the insulation had pulled back on the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated that the lead¿s distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage tensile forces during the surgery should be taken into consideration. Further visual inspection revealed deformations of the conductor coil which occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the fixation issues mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.